Event description:
Nurse was administering insulin using bd aautoshield duo insulin pen. Nurse dialed up 40 units of lantus, and had given 14 units when the plunger stopped at 26 units. Nurse came out of patient room to ask for help. Insulin administration was tried again with another fresh needle, but the plunger would not depress. Removed the needle from pen and discovered the metal needle was dislodged in the pen tip, almost causing a needle stick. Nurse grabbed another pen to administer the remaining 26 units to patient, after 15 units were administered the pen plunger stopped at 11 unit mark, needle was removed and it was discovered that the needle bent inside the needle cap. New cap was replaced on the same pen and nurse was able to give the patient the remaining 11 units.